Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rist catheter is passed to the worktable and advanced through a slender introducer (6/7) mounted on its selective catheter and taken to the left internal carotid artery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The rist catheter is positioned in the segment desired by the specialist. The selective catheter is removed, and a fracture or break is observed in the rist catheter. A kink in several segments is observed in the catheter image. The catheter is removed, and the specialist decides to re-adjust it, mounted on the selective catheter, in order to attempt to insert the other devices required for the therapy. It is repositioned and the devices required for said therapy are advanced, which advance without any problems. All the required devices are advanced, thus achieving effective therapy without any complications during the therapy. The rist catheter is removed, mounted on the 035 guidewire. The was no medical/surgical intervention or hospitalization needed to prevent a permanent impairment of a function. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the rist 079 catheter was returned for analysis within a shipping box and plastic bio-pouches. ¿ visual inspection/damage location details: no damage was found with the rist 079 catheter hub. Multiple kinks were found on the rist 079 catheter body from ~75.2cm to ~78.2cm from the proximal end of the catheter hub. The rist 079 catheter distal tip was found to be in good condition. No breaks or separations were found with the rist 079 catheter. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed. However, the customer¿s ¿catheter kink/damage¿ report was confirmed. Possible causes of ¿catheter kink/damage¿ include patient vessel tortuosity or advancing the device against resistance. It is likely that the patient's moderate/severe vessel tortuosity contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was being treated for a small saccular aneurysm (4 mm wide by 2 mm high with a 2 mm neck) located in the left middle cerebral artery. The patient's vessel tortuosity was moderate/severe. The catheter was removed, and the physician reinserted the catheter and "corrected the breakage". The catheter was reinserted to continue treatment. The cause of the break was not determined.